Event description:
Information received by medtronic indicated that the client had a bolus that was not calculated correctly using the bolus wizard, their blood glucose level was 125 mg/dl, and they had 3.0 units of active insulin. The pump was only going to provide 1.0 unit of insulin, despite the fact that the sensitivity was 45 mg/dl, but actual was 100mg/dl. There was also a 2.2-point variation between the actual and predicted bolus amounts. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed active current measurement, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0871 inches. Unit failed to pass the sleep current measurement due to high currents. No under delivery anomalies noted during testing. No bolus wizard anomaly noted during testing. Unit successfully downloaded to thump and carelink. Confirmed (19.7) units of normal bolus was delivered on ((B)(6) 2023) between (08:08) and (22:35). Unit was cut open to perform visual inspection and found evidence of moisture damage on the electronic stack and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay. The p-cap/reservoir does lock properly. Swapped pcba 1 with test pcba 1 and unit functioned properly. No under delivery anomalies noted during testing. Unexpected battery power loss is confirmed due to pcba 1. Bolus wizard anomaly is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.